Event description:
Pt underwent rotator cuff repair. 10-12 days post-op pt developed swelling and redness. It appeared that either an infection or reaction to the ethibond sutures had occurred. Essentially everywhere that the ethibond sutures had been placed the rotator cuff had turned into a mucoid type tissue and had pulled apart.